Event description:
The patient's father contacted animas alleging that 4 morning and 2 evening boluses were not recorded in pump's bolus history. The patient's father reported that he heard and watched the patient as he programmed bolus through meter remote. The reporter claimed this has occurred sporadically since (B)(6) 2011. No specific dates in regards to the missing boluses were provided. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filled.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no activity outside normal patient use was observed in the black box or download history. The bolus history did not show any boluses occurring at 4 am. The pump was exercised for 24 hours with no alarms occurring. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.